Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) tachy therapy was programmed to monitor only with unknown reason. Boston scientific technical services (ts) discussed possibly patient no longer has tachy therapy indication or previous inappropriate therapy. In addition, atrial fibrillation (af) with rapid ventricular response (rvr) was noted. The device remains in service. No adverse patient effects reported.